Event description:
There was a maldeployment of an absolute pro vascular self-expanding stent system, size 6 x 100. A second stent was opened when dr (B)(6) asked for it, and the stent was implanted into the left sfa.